Event description:
It was reported that approx. 31 months after implantation the simulation impedance was out of range (greater than 3000 ohms). The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. During the visual inspection, ligature markings were found 39 cm distal of the df4 connector pin. Just distal of the ligature marking, the insulation was found to be damaged, and a conductor fracture of the inner conductor helix was detected. This damage manifestation if with high probability the cause of the clinical complaint. The position and characteristics of the damage lead to the assumption of strong mechanical stress of a lead that was kinked distal of the ligature. The lead body was found to be frayed 34.5 cm and 35 cm distal of the df4 connector pin, and bleeding into the lead body was observed in this region. The position and type of these frayings are characteristic for massive mechanical stress of the lead due to strong pressure and friction of the generator housing and a partner lead. In addition, the lead body was found to be squashed 50.5 cm distal of the df4 connector pin during the analysis. This damage is probably due to the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.